Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the spin collar broke off when the clinician attempted to attach the extension set to patient. There is no report of patient harm.